Event description:
It was reported that there was a reduction in brake force due to delaminated casters. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results.

Event description:
It was reported that there was a reduction in brake force due to delaminated casters. No adverse consequence or clinically relevant delay in treatment was reported.